Event description:
Apyx medical corporation received legal documentation from the office of (B)(6) firm, that a patient has a complaint against surgeon, dr. (B)(6), for injuries following a dermal resurfacing procedure on (B)(6) 2019. The patient claims she sustained third degree burns, experienced pain and is left with permanent scars to nearly her entire face. The patient she was treated with oral antibiotic and a topical cream with no improvement and has necessitated treatment and will require additional procedures and surgeries to remedy. The patient stated that dr. (B)(6) never discussed the possibility of burns to her face. Device not returned and no malfunction of the device alleged. Dermal resurfacing is considered off-label use for apyx medical devices.